Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the customer's glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned core smart cable and was unable to confirm the reported image issue. When connected to known, good, test verathon equipment, the tsr observed that the image quality was acceptable and could not reproduce the flickering issue.the glidescope core smart cable passed verathon's functionality testing. Upon completion of the evaluation, the device was scrapped, due to the customer already being provided a replacement. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image was flickering in and out. Furthermore, the screen turned black and white with no color and sometimes displayed a double image. No delay in the procedure, use of a backup device, or harm to the patient was reported.